Event description:
It was reported on 09/16/2021 by a facility representative via sems that an ar-9815 apollo stopped working in the middle of a case. This was discovered during a case with no patient harm. During returned device evaluation, a reportable malfunction was discovered.

Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. Visual evaluation identified that the tip of the device broke off. Due to the fractured state of the device, functional testing was unable to be performed. The root cause of the reported failure mode is undetermined.